Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) the ECG signal is unstable and the machine automatically switches to pressure trigger. No personal injury is caused.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated: b4, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse went to the user's site and confirmed that the ECG cable was faulty and the ECG cable needed to be replaced. Fse gave the user a quote. On (B)(6) 2025, the user informed that they had purchased a third-party cable.